Event description:
After an implantation time of about 31 months, oversensing was reported to us. No deterioration in the pt's state of health was reported. The ICD was explanted in 2009.

Manufacturer narrative:
The ICD first underwent a status interrogation: the device status was mol 2; 67 charge processes were documented. The memory content of the ICD was checked; disturbances in the ventricular channel and also in the ff channel were visible. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and met the programmed values. A fibrillation signal was fed in, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. Leads inserted in a test could be contacted easily, low-ohmic, and reliably. The drill hole dimensions were all within the dimensions required in the standard for the is-1 and df-1, respectively. The analysis of the ICD did not reveal any signs of a material defect or mfg error. In summary, the device shows no problems and is within specs for both the connection system and the electronics.